Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump, an unspecified malfunction occurred and the pump shutdown. Customer charged the pump but malfunction reoccur. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 190 mg/dl.